Event description:
The company was informed that the pt fell and hit the left side of her head and experienced soreness and swelling at the implant site. The pt developed an infection. The pt was prescribed antibiotics (augmentin). The pt was instructed by surgeon to not use externals until the infected area is healed. The pt was admitted to the hospital and prescribed augmentin, cipro, sofradex, and rifanipicin. The pt reportedly experienced sound quality issues. Testing confirmed that the device is functioning. The pt continues to be monitored by the centre. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new information is obtained.